Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿the pacemaker that stole silvia's life: the failures that put people with implants at risk.¿ quinto elemento la b/online article. 2018-11-26. Https://quintoelab.org/. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that they were ¿ruined¿ by the implantable pulse generator (ipg). The patient also stated that the ¿nightmares¿ began on the day of implantation and that ¿living at the hospital¿ was the reason for being ¿ruined.¿ the status/location of the system is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.